Event description:
It was reported that a male pt rec'd 1 sq. Cm. Of burning, 2nd degree, during an operation of a tibiofibular on the right leg. The spot turned black and carbonized. A nurse put this ground pad on the left thigh without shaving excessively hairy. At the power of 40w, this pt complained about numbness. When the esu power was raised to 50w, he complained of strong pad at the area of the ground pad. The nurse found the burning, the ground pad was placed properly and nothing wrong was found on the ground pad. This machine has a function/capability of alarm but did not alarm during the operation.